Manufacturer narrative:
The device was returned for analysis. The reported deployment problem was not confirmed as not all components were returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional nine (9) proglide devices referenced are filed under a separate medwatch report number. User facility medwatch #(B)(4).

Event description:
User facility medwatch report # (B)(4) received that states: the perclose proglide 6f that was prepared and ready to use during the endovascular abdominal aortic aneurysm repair, was not working properly. The team opened several pieces that were not working. Subsequent to previously received report, additional information was received: it was reported that suture placement in the left and right common femoral arteries was being performed with proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, multiple attempts were made to place a second proglide suture, but the perclose proglide closure would not take unspecified deployment issue with ten devices. Another proglide suture was ultimately successfully pre-placed. The sheath was upsized to 9f and the evar procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures bilaterally. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.